Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Post sensed t-wave oversensing in the ventricular channel was observed. Programming changes were made. The patient was discharged.